Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: cureus. 2024 apr 30;16(4):e59339. Https://doi.org/10.7759/cureus.59339. Pmid: 38689675; pmcid: pmc11060616.

Event description:
Title: single-center experiences: a comparison of intracorporeal and extracorporeal anastomosis outcomes in right hemicolectomy. This single-center retrospective cohort study compared the return of bowel function and other associated early patient outcomes and morbidity rates after an intracorporeally (ica) or extracorporeally (eca) in laparoscopic right hemicolectomy (lrh). Ninety participants with the anastomotic type evenly distributed; 45 in ica (male=25, female=20) and 45 in eca (male=28, female=17), who underwent laparoscopic right hemicolectomy (lrh) using 3-0 pds stratafix (eth) from january 2021 to september 2023. Reported complications are 3-0 pds crotch stitch (eth) 3-0 pds stratafix (eth) paralytic ileus (n=20) treatment not reported. Anastomotic leak (n=2) treatment not reported. Surgical site infection (n=10) treatment not reported. Wound dehiscence (n=5) treatment not reported. Incisional hernia (n=1) treatment not reported. Lower gastrointestinal bleed (n=6) treatment not reported. Intestinal obstruction (n=4) treatment not reported. In conclusion, this single-center experience showed that ica is associated with a quicker return to normal bowel function and low morbidity outcomes. Ica participants were positively associated with clinically relevant and health economics outcomes of shorter hospital stays without significantly adding to the procedure's duration times or compromising principles of oncological resection yield.